Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 146 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.